Event description:
This senior medical affairs specialist spoke with the patient/layperson in late 2008. The cca had resolved the issue and also replaced the product. The patient reported the following to this specialist. The patient's one touch ultra meter reportedly began powering off during use the previous month. The patient tests once a day before breakfast and self-treats with oral diabetic medication, glyburide, januvia, actos, and glucophage. At midnight a few days later the patient reportedly woke up with symptoms of "sweats, weakness, rapid heart beat, and anxious". "I had low blood sugar", she said. The patient got up, ate "something", and then went back to bed when she felt better. Due to symptom that may be associated with a serious injury and that began after the alleged issue, the complaint is MDR reportable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.